Manufacturer narrative:
Eval summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other complaints received for the lot number. This report was mailed to the FDA on: 8/15/2008.

Event description:
Facility reported pt presented with increased intraocular pressure (iop) after this product was used during intraocular surgery for a detached retina. It was reported the product had been used at 28% instead of 100% as per the directions for use (dfu). The surgeon reported that the pt had an add'l procedure to remove the product one day after surgery and had a good outcome. The pt is described as doing well (retina attached and vision improving) four to five weeks following surgery. The surgeon stated there was no permanent harm.